Event description:
Facility emts responded to a pt described as in cardiac arrest. Reportedly, when the electrode package was opened there was either a hole in the electrode body or with electrode lead wire was separated from the electrode body exposing the conductor wire. A spare package of electrodes was opened and used to treat the pt. The pt was not resuscitated. The rptr stated the discrepancy did not affect pt outcome, based upon use of the spare electrodes.